Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter)and right ventricular lead oversensing. Also, the right ventricular lead integrity alert triggered and there was the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received inappropriate shocks while using a chainsaw. It was also reported that "interference was seen." The lead was removed and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.